Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the abdomen on (B)(6) 2025." B5 describe event or problem - additional d4 model no - additional d4 catalog no - correction d4 serial no - additional d4 lot no - additional d4 expiration date - additional h4 device mfg date - additional h2 correction/additional information h6 type of investigation - additonal

Event description:
The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. The patient has prostate cancer and was undergoing radiation and hormone therapy on (B)(6) 2025. The patient was also diagnosed with covid and bronchitis. On (B)(6) 2025 both dexcom and tandem were stuck at 90 mg/dl for several hours. The patient felt like his blood glucose was increasing and experienced frequent urination. The insulin pump did not dispense insulin as needed based on the cgm reading 90 mg/dl. There was no bg reading taken at that time. The patient was taken to emergency room. At the ER, the patient almost fainted due to dehydration. The patient's blood pressure was 80/110. The dexcom and tandem readings were normal and there was no treatment provided for diabetes management. The patient was treated with IV saline drip for 6 hours then was discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e1907 viral infection. H6: health effect - clinical code - e1801 cancer. H6: health effect - clinical code - e0708 bronchitis.